Event description:
It was reported that the patient presented a remote transmission showing intermittent post-sensed t wave oversensing. Continue monitoring or programming changes were discussed. No intervention was made at this time, and no patient symptoms were reported.